Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported that there was only an issue on the final verification scan, therefore the site didn't navigate on the "flipped" scan. The representative stated that the site didn't have to resolve anything as even with the "flipped" image, the correct tumor removable was visible. The cause of the issue was not very clear. The scanning position was not saved therefore the two scans were not taken on the same place. In one of the scans the bone is visible on the left side, on the second scan there was a shift to the right and the bone is visible on the other side. This might have led to the false conclusion of a flip of the image. Also, they had a change in the way the images from the electronic picture archiving and communication systems (pacs) are represented (they are still labeled correctly but flipped ). It is possible that the whole issue was because the customer saw a mismatch between the image from the pacs on the wall screen and the image on the navigation. However, in both scenarios the tests done afterwards indicated that the system didn't really seem to have rotated images. Additionally, the images were sent in for review along with the system backup, and there was no evidence of a malfunction. Images acquired and navigated on both during the procedure and during the test were of correct orientation. During the intraoperative scan, the magnets were no positioned at the same location as in the preoperative scan. It was considered that this contributed to the perception that the scans were flipped. The reason the magnets were not positioned at the same location is an operator¿s error. The operator set the patient orientation angles in the scanner after pressing the ready button and extending the radio frequency shield, so that the system could not see the prf and mrf. The instructions to the site are to do it prior to extending the shield, and if there is a need to change the angles later, the shield should be folded and the "ready" button pressed again. These instructions were explained to the site years ago, and for the most part they were doing it correctly, but in the event procedure it was done incorrectly. As a result of this, the system couldn¿t remember the scan position of the preoperative scan and the operators had to move the magnets in the manual mode, ending up in a position different from the preoperative one.

Manufacturer narrative:
Patient age and patient weight were not available. Device UDI number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cranial biopsy procedure. It was reported that the site got rotated images during the surgery. The procedure was completed with the use of navigation and medtronic imaging. There was no delay due to this issue, and there was no impact on patient outcome.